Event description:
The patient reportedly is experiencing intermittency. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing of the patient's device confirmed that the device is functioning. Revision surgery is being discussed.